Event description:
Reportedly it was impossible to deflate the catheter's balloon. They had to rupture the balloon so that the catheter could be withdrawn. The pt fainted during the case with no permanent pt injury reported.